Event description:
Reporter stated that customer received the following results on the mobile system within 2 minutes: 14.2 mmol/l and 3.3 mmol/l. Customer had hypoglycemic symptoms of feeling ill, shaky and weak at the time of these results. Customer's wife treated him with "a bottle of lucacade." The customer recovered and is currently feeling fine. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.